Event description:
Ebe was being deployed to treat occlusive disease (shaggy aorta syndrome.) Anticipated that due to patient's anatomy and narrow aorta this could be a challenging case. Subsequently, they could not open the contralateral limb. Additional surgery necessary to perfuse the limb. 1-day postop the surgeon performed a fem-pop and a fem-fem crossover. The physician understand that this was necessary due to the consequence of the patient's anatomy. Company IFU states that an adverse event such as the occlusion of device or native vessel may occur and/or require intervention. There is no allegation of product deficiency; therefore, no investigation is necessary.